Event description:
While preparing dover foley catheter tray for insertion, md noted fluid in syringe to inflate balloon not clear, with dark sediment also present. Kit not used. No adverse pt effect.